Event description:
Realized that somehow the injected dose was not right [incorrect dose administered] ([hypoglycemia]). Case description: does the incident represent a serious public health threat? No. This serious spontaneous case from (B)(6) reported by the consumer as "realized that somehow the injected dose was not right" and "severe hypoglycemia". It concerns a (B)(6) male patient treated with novorapid penfill (fast acting insulin aspart) and novopen 4 (insulin delivery device) (start date unknown) for type 2 diabetes mellitus. Patient's height: not reported. Medical history includes type 2 diabetes mellitus (since 1994). The patient used novopen 4 and injected levemir twice a day 10 u and novorapid in the morning 8 u, in the afternoon 6u and in the evening 6-8 u. It was reported that normally patient's blood glucose value is between 6.5-7.0 mmol/l and hba1c (glycosylated haemoglobin) of 6.8-7.2% and he had no problems with insulin. On (B)(6) 2013 the patient realized that somehow the injected dose was not right. His blood glucose level fell and he had a hypoglycemia. The ambulance had to come and bring him to hospital, where he has been for some hours. The patient recovered and used levemir and novorapid as usual. It was reported that he has now reduced the dose of novorapid a little bit and had a fasting blood glucose level of 10.0 mmol/l. Action taken to novorapid penfill and was reported as dose decreased. Action taken to novopen 4 was not reported. The outcome for the event "realized that somehow the injected dose was not right" was not reported. The outcome for the event "severe hypoglycemia" was reported as recovered. Reporter comment: causality as reported by reporter for severe hypoglycemia with novorapid penfill: possible.